Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified volume of fat emulsion solution via a symbiq pump. After an unspecified length of time in use, the tubing separated from the option-lok male adapter. It was reported that the pump continued to deliver the solution onto the pt. Reportedly, the pt's unspecified IV access port clotted off. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided including steps to resolve the clotted access and if the therapy was resumed using a replacement device.